Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 -10.5/1.0/080 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2022 the lens was exchanged for a longer length and different power lens due to low vault and refractive change overtime. The exchange resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Device evaluatiion: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic deformed and haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claimn# (B)(4).